Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
"Subject had tenderness over humeral shaft. Xrays revealed loosening signs and lucency of the humeral component along the cement mantle. Patient ID: (B)(6)."

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.